Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the medical grade power supply (mgps) on the ssc to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mgps was analyzed and the reported failure was replicated. During in-house failure analysis, mgps was installed to an si system and it failed to power on. Furthermore, during visual inspection, the fan was found to be dusty. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the surgeon side console (ssc) shutdown by itself during the surgery. The customer had already power cycled system, but only the patient side cart (psc) and the vision side cart (vsc) powered on. The tse asked the customer to check the status of the power button on the ssc. The customer stated that it was grey and off. The tse requested the customer to check the circuit breaker and it was on the on position. The tse asked the customer to disconnect the power cable and to reconnect it to another wall socket, but still had the same result with no power on the ssc. The tse requested the customer to wiggle the power cable in different positions, but there was no improvement. The customer transferred the call to the biomedical engineer, and he tested the continuity of the power cable, and everything was okay with the cable. After some manipulation, the ssc started, but would shut down after a few seconds. The customer and the surgeon did not know at this time if the surgery would be converted or aborted. The customer would ask the professor and call the tse back to inform of their decision. The tse would update the complaint when the information is received. A field service order (fso) was dispatched. The tse tried to call the customer back to get the procedure outcome, but there was no result. The tse asked the field service engineer (fse), and the fse stated that the surgery was converted to laparoscopy. The complaint was updated with the information. The procedure was converted to laparoscopic surgery with no reported injury.